Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic a month after experiencing episodes of lightheadedness. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and was unable to resolve it through programming. The atrial lead was noted to have p wave amplitude decrease. No electrical anomalies were observed on either lead. On (B)(6) 2017 during the procedure for right ventricular lead revision, the physician found blood inside the lumen of both leads. The physician extracted and replaced both leads. The patient was stable during and after the procedure.